Event description:
Account reported that when surgeon stepped on a footpedal during diathermy mode the monitor blacked out suddenly and the machine was rebooted automatically. The surgeon shut down the machine and tried to reboot it but the situation was same. Since the surgeon couldn¿t use the diathermy mode, the surgeon changed from sclerocorneal incision to corneal incision. The operation was finished without problems. No patient injury or surgical intervention reported.

Manufacturer narrative:
(B)(4). Corrected description of event. Couldn't was corrected to could. Placeholder.

Manufacturer narrative:
(B)(4). Field service specialist (fss) inspected the machine at amo office and was unable to duplicate the issue as reported. The fss performed functional test and confirmed that the machine functioned as designed. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The surgeon could use diathermy mode.

Manufacturer narrative:
The manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.